Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary planned/non-emergency treatment at the time of the event and procedure got delayed less than 20 minutes. The procedure was completed after restarting the system. The philips field service engineer (fse) inspect the system onsite confirmed the intermittent issue with image acquisition. Upon functional testing, the fse confirmed that the system was crashing due to the disk was full. To resolve the reported issue the fse reinstalled the suite pc os (operating system), application software of the system and updated the available system backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It was reported to philips that the customer was unable to acquire images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.